Event description:
During a thyroidectomy procedure, the device alarmed during the procedure, the device alarmed during the procedure. Changed to use another one and after ten minutes it alarmed. Used the third one to finish the procedure. The generator emitted error code 5. There was no reported pt consequence.